Event description:
An IV was started on the pt. The needle was removed successfully. Blue anchor wing disconnected from the inner cannula while still in pt's vein. Inner cannula was removed.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for the return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Attempts to retrieve additional info regarding this incident have gone unanswered.